Event description:
(B)(6).

Manufacturer narrative:
The hill-rom technician was unable to identify the cause of the issue as the handles/armrest had already been refitted to the lift by the customers service provider. The lift was inspected by the hill-rom technician to ensure that the handles/armrest were correctly attached. According to the preventative maintenance schedule the handles/armrest should be checked once a year.